Manufacturer narrative:
(B)(4). The customer returned one 2-lumen cvc for evaluation. The catheter contained obvious signs of use and was returned with various bandages attached. The distal end of the catheter body also appeared to be intentionally cut. After the catheter failed functional testing, the catheter body/juncture hub were microscopically examined. A small slit/hole was detected directly adjacent to the juncture hub. The damage observed was consistent with the catheter coming into contact with a sharp object (i.e. Scalpel, scissors, etc.). The total length of the catheter body measured to be 3.78" which indicates at least 4.81" were trimmed and not returned per product drawing. The catheter was initially flushed using a water-filled lab inventory syringe to ensure no blockages were present. The distal end of the catheter was then clamped and both lines were again flushed. When the distal lumen was pressurized, water leaked from the catheter body/juncture hub region. No leaks were detected when the distal lumen was pressurized. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations.". The customer report of a catheter leak was confirmed by complaint investigation of the returned sample. The catheter body contained a small hole directly adjacent to the juncture hub. The damage observed was consistent with the catheter coming into contact with a sharp object (i.e. Scalpel, scissors, etc.). A device history record review was performed with no relevant findings. Based on the condition of the sample received and the customer report that the damage was observed during use, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: catheter leaked during patient use. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: catheter leaked during patient use. No patient harm reported. The patient's condition is reported as fine.